Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message prematurely. A wireless software update cleared the message. The device is providing therapy.